Event description:
It was reported that the patient called to stated that he is having a difficult time manipulating the pump of his inflatable penile prosthesis (ipp). He states that it is hard as a rock and that he can't squeeze the bulb. He also reports that he has had previous damage to his hands while living in (B)(6) that make it hard for him to feel his fingers. Patient liaison went over trouble shooting techniques with him (to include burp and anti-stiction) and sent him a video clip of alternate hand placement techniques to manipulate his pump. Also recommended him the use of ice packs as his surgery took place recently (he stated two to three weeks ago) and he is up on his feet at work all day. He is concerned about the swelling. He is also going to contact his dr. For follow-up.